Manufacturer narrative:
Reported patient age (B)(6) is representative of the mean age of all patients included in the study. Reported patient sex (male) is representative of the majority of patient's included in the study. If information is provided in the future, a supplemental report will be issued.

Event description:
Rajah, g. B., waqas, m., dossani, r. H., vakharia, k., gong, a. D., rho, k., housley, s. B., rai, h. H., chin, f., tso, m. K., snyder, k. V., levy, e. I., siddiqui, a. H., davies, j. M. (2020). Transradial middle meningeal artery embolization for chronic subdural hematoma using onyx: case series. Journal of neuro interventional surgery, 12(12), 1214¿1218. Https://doi.org/10.1136/neurintsurg-2020-016185. Medtronic review of the literature article found that 46 patients underwent middle meningeal artery (mma) embolization procedures to treat chronic subdural hematoma (csdh) at a single institution from 2018 to 2019. Two cases were abandoned - one due to the patient's severe vessel tortuosity proximal to the mma and one due to the patient developing sudden bradycardia after lidocaine injection into the parietal branch of the mma. Neither of the cases was abandoned due to onyx related issue. Two other patients had approach switched from transradial (tra) to transfemoral (tfa) - one due to severe carotid tortuosity and one due to radial artery vasospasm. Against, neither case in which approach was changed because of any issue with the onyx. The authors noted that onyx 18 was considered the ideal embolic material for their procedures and onyx 18 was used in 36 of the procedures. Onyx 24 was used in 7 procedures and n-butyl cyanoacrylate (nbca) was used in 1 procedure. Mma embolization was successful in 44 patients, including the two cases of tra conversion. Symptomatic improvement was seen in 39 of the 44 patients. There were no access site complications and no intra-operative issue related to the onyx reported in the article. Complete resolution of csdh was seen on computed tomography (CT) in 23 patients. Partial resolution was seen in 15 patients. 6 patients had minimal or no radiological reduction in hematoma size, however, no hematoma growth was seen. 5 patients who had no change in size of the hematoma had to be re-treated with surgical evacuation of the csdh.